Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
Complaint opened upon receipt of explanted device in another country. No further information is available yet.